Manufacturer narrative:
No product was returned for evaluation. The customer declined to return the equipment for evaluation. The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. Due to lack of information, no causal factors can be determined and no conclusions can be drawn. A review of manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use were reviewed and were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
A user facility reported that a patient suffered a full thickness burn with blistering at the surface after a vaser procedure. It was reported that the location was exactly the place that they added topifoam / epifoam dressing and compression. The injury occurred on the anterior abdomen, 8 by 12 cm in size. Approximately two weeks after the procedure, the patient was diagnosed with a partial/full thickness burn and was treated with topical silvadene ointment, non adherent protection, and referred to a burn center for possible hyperbaric oxygen and definitive burn/reconstructive care. The blisters developed into eschar, which evolved into hypertrophic/keloid scar. It was reported that the injury area has completely healed.